Manufacturer narrative:
The system was serviced in the field. The collimator y blades were not cycling. The freedom of motion on all blades and the filter ladder were checked. The blades were manually jogged and the system was rest and rebooted. The collimator then fully cycled. The motion echo from the collimator was checked. Fluoro and rad gain calibrations were performed. The system test was performed and various collimator position scouts and spins were taken. The system passed all tests and was performing as intended. Codes 10, 114 and 4307 are applicable.

Event description:
Medtronic received information regarding an imaging system used outside od procedure. It was reported that upon boot up, the system has an "error initializing collimator" that appeared twice. This was discovered in radiology, prior to a case. No patient was present.